Event description:
It was reported that the procedure was to treat a situ at point of elbow (via radial access). A balloon initially passed on the guide wire without complications, but then became stuck at the solder point of the guide wire. After pulling out the guide wire from the anatomy, it was noted there was a palpable lump on the solder point of the wire. Solder point appeared to expand with body heat. The account confirmed there was no device separation or peeling of the coating. Another bmw guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficult to remove appears to be related to the operational context of the procedure; however, the investigation was unable to determine a conclusive cause for the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.d9, h3: device status changed from returning to not returned.

Manufacturer narrative:
A visual and dimensional inspection, in addition to a chem analysis was performed on the returned device. The reported material deformation was confirmed. The reported difficult to advance sds, difficult to advance balloon, and difficult to remove balloon could not be tested due to the device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. A chem analysis was performed on the unknown blue material discovered during return analysis: the analysis stated that the white fiber clump is polyester net and the blue material resembles cellulose fiber. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it is possible that interaction between the guide wire and the patient¿s anatomy or an accessory device may have contributed to the noted deformation due to compressive stress (kinked core), subsequently resulting in the reported difficult to advance sds, difficult to advance balloon, and difficult to remove balloon. Manipulation of the guide wire during its interaction with the sds/balloon possibly resulted in the noted material deformation (misaligned coils) and stretched coils. Additionally, the unknown fibers and blue material returned with the device is possibly from an accessory device; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.d9, h3 - device status return changed from not returned to returned. H6 - type of investigation code 4114 was removed

Event description:
It was reported that the procedure was to treat a situ at point of elbow (via radial access). A balloon initially passed on the guide wire without complications, but then became stuck at the solder point of the guide wire. After pulling out the guide wire from the anatomy, it was noted there was a palpable lump on the solder point of the wire. Solder point appeared to expand with body heat. The account confirmed there was no device separation or peeling of the coating. Another bmw guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the account confirmed additional information. The bmw guide wire was placed at the lesion. However, a stent delivery system and balloon catheter were unable to pass the solder point of the guide wire. No additional information was provided.